Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with sensing integrity counter (sic) episodes. The lead was found to have a confirmed fracture with high impedance. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.